Event description:
The patient's father reported that following catheter replacement the patient had difficulty healing his back and experienced severe headaches, such that what should have been a 3-4 day hospital stay was almost 3 weeks. The patient continued to receive baclofen via the intrathecal pump, and was also being supplemented with oral medication until the pump could be titrated up to the correct dose. The patient was later released from the hospital and was reportedly doing "okay." Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.